Event description:
It was reported that the staple will not come out from the stapler. A new stapler was used to complete the procedure. No patient harm or injury. The patient status is reported as "normal".

Manufacturer narrative:
(B)(4). The reported complaint of "misfire/jamming - staples not releasing" could not be confirmed based upon the sample received. The customer returned one unit 528135 visistat 35r 6/box for investigation. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that the staples appeared properly aligned. The stapler was returned with the trigger partially engaged, and there were no signs of biological material on the device. The stapler was received with 19 staples left in the cartridge, indicating that at least 16 staples were fired by the customer. A functional inspection was performed on the sample by attempting to fire staples from the returned stapler. Upon full engagement of the trigger, the first staple fully formed and released. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. The remaining 18 staples were fired and were able to engage and close into the simulated skin. No functional problem was found with the returned sample. A device history record review was performed on the device with no evidence to suggest a manufacturing related root cause. There were no functional issues found with the returned stapler. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: correction to section d.4. UDI was updated from(B)(4) to include the full UDI.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A verification of failure mode reported in the current manufacturing process was conducted as follows: 20 staplers were taken from the current production from part number 528135 visistat 35r 6/box lot number 73c2400176 the staplers were functionally inspected (fired) and issue reported "misfire/jam - staples not releasing" was not observed in the current manufacturing process, the staples were loaded and released correctly. DHR investigation did not show issues related to complaint. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that the staple will not come out from the stapler. A new stapler was used to complete the procedure. No patient harm or injury. The patient status is reported as "normal".